Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and identified that no power input to ipc because of defective power distribution unit (pdu). The engineer replaced the pdu control unit and returned the device to use in good working order. Later, a similar issue was reported, and engineer replaced main power distribution unit (mpdu) to solve the issue. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the geo ipc of the allura system has no power. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.